Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips that an error appears and needs to contact philips for service. There was no report of patient involvement.